Event description:
It was reported that customer was looking for ideas. A product to remind staff not to flush through a foley balloon port. On (B)(6) 2025, a patient undergoing c-section was suspected of a nick to the bladder. Nurse infused approximately 80cc of infant formula into the balloon port and subsequently ruptured the balloon. Nurse wants to know if we make a cap or a warning label that might help them avoid this in the future. Explained the cap is already labeled as inflation only and that this may need to be handled in employee training. Suggested training the hard plastic cuff indicates this was the balloon port and therefore terminates at the balloon rather than inside the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed-use related. The failure was caused by the misuse of the product. Based on the reported event it was mentioned, the user did not read the instruction manual carefully and inflate the catheter balloon with 80cc of infant formula, which led to rupture. A potential root cause for this failure could be user related (the user did not read the instruction manual carefully and inflate the catheter balloon with 80cc of infant formula, which led to rupture). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available h11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was looking for ideas. A product to remind staff not to flush through a foley balloon port. On (B)(6) 2025, a patient undergoing c-section was suspected of a nick to the bladder. Nurse infused approximately 80cc of infant formula into the balloon port and subsequently ruptured the balloon. Nurse wants to know if we make a cap or a warning label that might help them avoid this in the future. Explained the cap is already labeled as inflation only and that this may need to be handled in employee training. Suggested training the hard plastic cuff indicates this was the balloon port and therefore terminates at the balloon rather than inside the bladder.

Event description:
It was reported that customer was looking for ideas. A product to remind staff not to flush through a foley balloon port. On (B)(6) 2025, a patient undergoing c-section was suspected of a nick to the bladder. Nurse infused approximately 80cc of infant formula into the balloon port and subsequently ruptured the balloon. Nurse wants to know if we make a cap or a warning label that might help them avoid this in the future. Explained the cap is already labeled as inflation only and that this may need to be handled in employee training. Suggested training the hard plastic cuff indicates this was the balloon port and therefore terminates at the balloon rather than inside the bladder. Per follow up information received via email on 23oct2025, it was reported that, "customer believed this to be a nursing error, not a product malfunction. No sample or lot numbers were retained. The patient needed to be placed under general anesthesia so a cystoscopy could be completed to ensure there was no perforation or foreign objects in the bladder. Customer also stated that there was a lack of training related to this event, however looking to find a solution for the device to not allow the improper flushing technique that occurred".

Manufacturer narrative:
The reported event was confirmed-use related. The failure was caused by the misuse of the product. Based on the reported event it was mentioned, the user did not read the instruction manual carefully and inflate the catheter balloon with 80cc of infant formula, which led to rupture. A potential root cause for this failure could be user related (the user did not read the instruction manual carefully and inflate the catheter balloon with 80cc of infant formula, which led to rupture). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. Correction: e,f,h the reported product number is unknown. The UDI number for this product is not available h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.